Event description:
It was reported that this lead was capped because of a possible fracture. The lead fracture led to undersensing, oversensing and noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead - 2008 (B)(6). (B)(4).